Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown yellow plastic seal of ria/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2024, there was a rupture of the yellow plastic piece and the reaming head fins. The yellow plastic seal broke within the tubing, the reaming head was detached from the motor shaft. The yellow seal came out its lodging and was destroyed in the motor shaft, led by the rotation of the shaft. Some fragments of the reaming head fins could not be removed from the patient's body and remained in the spinal canal (tibia). The head could be removed with the reaming guide. This report is for one (1) unknown yellow plastic seal of ria. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that yellow plastic of the reaming rod seal was broken. Broken fragment was not observed on image provided. Furthermore, there is no evidence provided of an embedded or fell apart condition. However, a potential cause for the observed condition cannot be established with available information. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6 physical device investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the yellow reaming rod seal was broken in two pieces and deformed with evidence of melting. The tube assembly and the end of the aspiration tube were also found with evidence of melting. Furthermore, bi -valve was found unattached from seal holder due to damage of the seal. Embedded condition as not found. A complete potential cause for this condition cannot be established. Appropriate use of the device diminishes risk of failure, surgical technique was reviewed and the following relevant notes and precaution were found: precaution: do not use drill with torque greater than 6 nm. Do not use a reduction drive. Do not use power driver designed for reaming. Notes: do not turn the power on when the drive shaft is disengaged from the tube assembly. Recommended operating vacuum pressure range is between 200 and 350 mmhg. Never ream when there is no irrigation/aspiration. The irrigation/aspiration fluid cools the reamer head and removes bone marrow and morselized bone from the medullary canal. Fluid flow is crucial for proper system performance. Dispose of the tube assembly, reamer head, and reaming rod seal. These are single-use items. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.